Event description:
It was reported to boston scientific corporation that the patient was implanted with a sling (exact type unknown) two years ago to treat her urinary incontinence, and since the implantation procedure, her incontinence has gotten worse. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the sling procedure took place in (B)(6) 2009 and that there were no complications. The patient's condition has not changed since before the procedure and the patient is still severely incontinent. Since the initial procedure, the patient was prescribed vesicare (date and dosage unknown) but experienced negative side effects from this medication and stopped taking it. There is no further medical intervention planned. It was also reported that the implanting physician has passed away.

Manufacturer narrative:
The ship history for this hospital determined that a prefyx prepubic sling system was sent to the customer in the time period of the procedure, however, it cannot be confirmed that this was the device used in the procedure.